Event description:
The customer reported to olympus the evis lucera gastrointestinal videoscope had ¿black¿ coming out of the scope when brushed. The reported issue occurred during reprocessing after scope use. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was unable to be confirmed. During the device evaluation the reported ¿black¿ substance was not observed and likely the debris that was in the channel may have been removed during cleaning. It was determined that this occurrence was likely due to incorrect or insufficient reprocessing of the scope. Upon further inspection, it was observed that the adhesive on the light cover glass and optical cover glass was worn. It was also observed that the optical cover glass was chipped. It was observed that the adhesive on the distal end was lifting. It was also observed that the insertion tube and light guide tube were delaminated. It was also observed that the control body aspiration, air, and water housing had colored ring damage. It was observed that the switch condition did not meet standard due to a hole observed on the button. It was also observed that the image was misty and did not pass the hot and cold test. It was observed that the up and down angle play did not meet standard. Lastly, it was observed that the scope did not pass the electrical safety test due to not meeting specifications. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.